Event description:
It was reported that the patient was admitted following a syncopal episode and an echocardiogram revealed a pericardial effusion. One liter of fluid was drained. It was further reported that about two months later, the "patient had a further pericardial effusion." The decision was made to extract the pacemaker right ventricular (rv) and right atrial (ra) leads. During the rv lead extraction, the operator was unable to retract the screw on the rv lead and had to extract it with the screw still extended. Both leads were replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).